Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-08417. It was reported that during the surgical intervention on (B)(6) 2018, to replace the leads for MRI conditional access, the physician could not advance the leads the desired vertebral location. The lead was tested to no avail. As a result, the patient opted for a full system explant.